Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported that following insertion of the mesh, the patient experienced pain, urinary problems, erosion, dyspareunia and other non specified outcomes . It was also reported that the patient experienced eroded mesh, vaginal pain and underwent mesh removal on (B)(6) 2006. The patient underwent additional mesh implant with revision on (B)(6) 2011 due to recurrent stress urinary incontinence. No additional information was provided. (B)(4)¿urinary problems; dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-24104. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress incontinence caused by hypermobility of urethra.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.